Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturers release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that during a glaucoma filtration device implantation, the shunt would not release from the injector. A second shunt was inserted into the pt's eye. When the surgeon went the surgeon went to move the second shunt into position with the forceps, the shunt shot out and flew across the room. The nurse reported the procedure was completed with a backup shunt and there was no pt harm or impact. There are two medical device reports associated with this event. This report is for the second shunt.